Manufacturer narrative:
Implant base wasn`t removable from dental implant after removal of screw. The implant had to removed. The implant base was easy to remove during our inspection by using a torque ratchet with adequate torque. No product problem detected. The reason for the complaint is not comprehensible. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Implant base wasn`t removable from dental implant after removal of screw. The implant had to removed.